Event description:
Additional information was received that cardiac perforation was suspected. Imaging was performed; no perforations were found.

Event description:
The patient presented to the hospital experiencing palpitations. An echocardiogram was performed which revealed an effusion and pericarditis near the right atrial (ra) leadless pacemaker (lp). Cardiac perforation was suspected. X- ray imaging and a CT scan were performed; no anomalies were noted. The ra lp was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.